Event description:
The customer reported that the system did not x-ray and the system displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. He checked some connectors and connections to memories and still could not reproduce the problem. The system operates as intended.